Event description:
It was reported by the patient that the patient activator "just blinks green and doesn't turn to a solid green light." The activator has worked properly in the past. A new activator will be ordered and sent to the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.